Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient had "smokey" vision and was dissatisfied with visual results post lens implant. The patient has significant glistenings throughout the lens and has had prior yag posterior capsulotomy. A posterior capsulotomy yag has been performed but the doctor concluded there was a problem with the lens itself. All other exam findings were normal. The lens was explanted on (B)(6) 2016. The fellow eye has had similar uncomplicated cataract surgery with no issues. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found all four haptics attached. The optic has cloudy white patches. Lcm, scanning electron microscopy (sem) and optical microscopy revealed the presence of raised surface granules/bumps approximately 5-10 microns in width on the anterior side of the lens. Electron dispersive spectroscopy (eds) analysis showed that the raised bumps contain calcium and phosphorous which is indicative of lens opacification due to calcification. The findings indicate that the features identified on the lens surface are consistent with calcification. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. The cause of the calcification phenomenon is multi-factorial. Three major types of calcification have been previously described: the primary form refers to calcification due to issues inherent to the iol. The secondary form refers to deposition of calcium onto the surface of the iol most likely due to environmental circumstances (e.g. Changes in the aqueous surrounding the implanted iol associated with pre-existing or concurrent diseases). By definition, it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification refers to those cases in which other pathology is mistaken for calcification or false-positive staining for calcium.

Event description:
Additional information: the event was described as foggy vision due to anterior lens deposit and haze on anterior surface of lens. It was reported that patient noticed a decrease in vision. The lens was exchanged with another model lens. The patient's current status is good and is going through routine post-op care.